Event description:
Additional information was received that the patient will not be seen until (B)(6). Their vns is still disabled. No x-rays have been taken, nor is provider aware of any manipulation or trauma that contributed to the event. They will re-assess situation during the next patient visit. At this time no surgical interventions planned.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
During review of internal programming history it was noted a vns patient had high lead impedance. A review of programming history revealed that on (B)(6) 2010, both system and normal mode diagnostics resulted in high lead impedance (7/limit/high/eri - no). The patient's output current appears to have been disabled on (B)(6) 2010. No further information has been received at this time.